Event description:
It was reported that the patient with a previous fusion at t11-l4 underwent another surgery for l4-5 fusion with allograft and posterior fixation. Post-op the patient began experiencing pain. X-rays taken during a follow-up visit revealed broken rods bilaterally above the l5 screw. The patient underwent a revision to replace construct. It was also noted that during surgery, there was a fracture of the l5 end plate.

Manufacturer narrative:
This information was received from a voluntary medwatch provided by the user facility. No product was available to return for evaluation. Unable to determine cause of the event.